Manufacturer narrative:
One cadd legacy 1 pump was returned with a scuffed and scratched lens. The event history log was reviewed and there were error codes 1861 and 1840. The pump was tested in user and manufacture (mu) mode. The pump was also disassembled. The reported ""no disposable alarms"" problem was duplicated. In user mode, during self-test, the pump alarmed. When the pmu software was loaded, the cassette detect nub on the downstream occlusion (dso) sensor was low when a cassette was attached. In mu mode the cassette detect nub continued to read high with or without pressure applied. Error 1840 and 1861 appeared in the log as well. Both are related to "slow charge" issue. The dso sensor was defective and will be replaced to resolve the issue. Due to the number of error codes in the event log, the microprocessor (mp) board will be replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had a double beep with cassette. There was no reported adverse event.